Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device remains implanted in the patient and not available for analysis; therefore, the alleged product issue cannot be confirmed. If additional information is received, microvention, inc. Will issue a supplemental MDR report. The instructions for use (IFU) identifies clot formation as potential complications associated with use of the device.

Event description:
It was reported that a fred flow diverter stent and hydrosoft3d embolization coils were used to treat an internal carotid artery aneurysm (ica). Both the stent and coil were successfully deployed and positioned, and angiography showed no issues. Angiography was then performed again but the inside and distal part of the fred were not visible and in-stent thrombosis was suspected. 200mg of effient was administered before pta with a balloon was performed. Some stenosis remained, but recanalization was achieved. Patient had no neurological symptoms observed and was discharged. The physician commented that the sudden thrombosis might have been caused by the hydrosoft 3d coil, which the physician does not usually use and the clots in the aneurysm might be pushed out by coil. Reportedly, the patient had been taking aspirin 100mg and clopidogrel 75mg 8 days before the procedure. Teg was performed as a preoperative platelet coagulation test, and the results were ma-adp45.3 and ma-aa20.9 this is report 2 of 2 (ref: MFR. Report# 2032493-2021-00401).